Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23 alarm (post-reset ram crc alarm), pump error 49 alarm (history pointers failed. The history pointers are corrupted) and a a stuck button alarm. The customer also reported that the insulin pump had a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump errors, the customer was able to clear the alarm and complete the rewind. Troubleshooting was performed for the stuck button alarm, blank display, the display did not return and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. All buttons function properly. No blank display, pump error 49 alarm, pump error 23 alarm or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 49 alarm found in the pump history file/trace on 25-may-2025 at 05:09:07. Pump error 23 alarm found in the pump history file/trace on 25-may-2025 at 05:09:55. Stuck button error alarm found in the pump history file/trace on 25-may-2025 at 04:50:19. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and cracked select button keypad overlay. Blank display, pump error 49 alarm, pump error 23 alarm and keypad/button unresponsive/button error alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.